Manufacturer narrative:
Follow-up #1: date of submission 12/4/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2015 with the following findings: display is dim/fading (pink). The audio bolus button cover is damaged/punctured but the button is repsonsive during investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.